Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of needle knife broke.

Event description:
It was reported to boston scientific corporation that a microknife xl was attempted to be used during an esophageal diverticulum procedure performed on (B)(6) 2025. During the procedure, the tip of the device broke off in the cavity of the pot upon the passage of the electrical current. No further information has been obtained despite good faith efforts. There were no reported patient complications reported as a result of this event. Note: it was reported that the type of procedure performed was esophageal diverticulum and the anatomy location was not reported, however according to the instructions for use (IFU), the tome devices are indicated for use in the selective cannulation of the common bile ducts (cbd) and the transendoscopic sphincterotomy of the papila of vater and/or the sphincter of oddi. The sphincterotome can also be used to inject contrast medium.